Manufacturer narrative:
H3 other text : the rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device failed its defibrillator test. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm100 indicating that the equipment is showing failure in the defibrillation test. The device was in clinical use for patient at the time of the event, however no patient harm was reported. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.